Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found. The most probable root cause has been labeled as an anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted during a stenting procedure within the lower colon on (B)(6), 2011. According to the complainant, the physician was treating a 5 to 6cm lower colonic stricture. The wallflex stent was deployed at the stricture site; however, the stent's natural foreshortening caused it to migrate across the stricture. The physician needed to use another wallflex stent to successfully bridge the stricture. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. The physician confirmed that this complaint device remains implanted within the patient, and that two stents were used to bridge the stricture. There were no deployment issues. The physician reported that the patient is doing well.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted during a stenting procedure within the lower colon on (B)(6), 2011. According to the complainant, the physician was treating a 5 to 6cm lower colonic stricture. The wallflex stent was deployed at the stricture site; however, the stent's natural foreshortening caused it to migrate across the stricture. The physician needed to use another wallflex stent to successfully bridge the stricture. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.